Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose over 396 mg/dl (22mmol/l) while wearing the pod between 5 and 24 hours on their arm. The pod¿s cannula was reportedly sticking out of the pod; this indicates a cannula dislodge. Additionally, the patient mentioned the pod was leaking. As treatment, a new pod was successfully applied. The faulty pod was discarded.